Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with defective display was confirmed during product evaluation. The root cause was not identified. No repairs have been performed due to the customer?s refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump with a defective display. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.